Event description:
The report from clinical study (B)(4) pms enterprise for patient with ID# (B)(6) indicated that six months after undergoing a coil embolization procedure of the right vertebral artery assisted with an enterprise stent (enc453712/13471872), orbit complex 6x9 coil (637cf0609), orbit complex 5x10 coil (638cf0510), orbit complex 4x3 coil (637mf0403), orbit complex 2.5x5 coil and other non-cordis devices, and an angiogram revealed re-canalization of the aneurysm. Action taken was additional coil embolization which was performed a month after discovered. After the procedure, the angiographic appearances were satisfactory and there was no issues noted. The event outcome was resolved without sequelae. According to the physician, the relationship of the event to the procedure was unrelated and to the vrd was also unrelated. The physician noted that originally it was a partially thrombosed aneurysm and rarely curative.

Manufacturer narrative:
It was reported via the (B)(4) study that six months after undergoing a coil embolization procedure of the right vertebral artery assisted with an enterprise stent ((B)(4)), orbit complex 6x9 coil ((B)(4)), orbit complex 5x10 coil ((B)(4)), orbit complex 4x3 coil ((B)(4)), orbit complex 2.5x5 coil and other non-cordis devices, an angiogram revealed re-canalization of the aneurysm. Additional coil embolization was performed approximately one month later with satisfactory angiographic appearance and no issues noted. It was reported as resolved without sequelae. At one year follow-up the occlusion rate of the aneurysm was 90%. According to the physician, the relationship of the event to the procedure was unrelated and to the vrd was also unrelated. The physician noted that originally it was a partially thrombosed aneurysm and rarely curative. The index procedure was an enterprise vrd assisted coiling of an unruptured fusiform aneurysm. The neck was 8.6 mm, and the neck to sac ratio was 8.6 mm/8.6 mm. The parent vessel size diameter proximal was 3.9 mm and distally was 3.3mm. Heparin 5,000 units was administered intra-procedurally. The act was 124 seconds pre anticoagulation and 259 seconds post anticoagulation. The occlusion rate of aneurysm was 90% after the procedure. The modified rankin scale (mrs) score was 0 pre-procedure as well as one week, one month, and six months post-procedure. Antiplatelet therapy initiated four days pre-index procedure included aspirin 100 mg/day for 11 months and clopidogrel 75 mg/day ongoing and cilostazol 200 mg/day for one week post procedure. The lot numbers of the codman coils implanted as baseline are not known; therefore, the device history records review cannot be completed. Aneurysm recanalization after coil embolization is a known event and has been estimated to occur in anywhere from 5% to 38% of coiled aneurysms. Factors which may have a correlation with recanalization post coil embolization include neck size, packing density, and inflow angle. The instructions for use precautions that multiple embolization procedures may be required to achieve the desired occlusion of some vessels or aneurysms. With review of the available information there is no indication of any device manufacturing issues related to the event. Therefore, no corrective actions will be taken. This is one of multiple products involved with this adverse event, which is associated with mfg report 1058196-2012-00266, 1058196-2012-00267, 1058196-2012-00268, and 1058196-2012-00269.

Manufacturer narrative:
Antiplatelet therapy included aspirin 100mg/day: (B)(6) 2010 ~ (B)(6) 2011, clopidogrel sulfate 75mg/day: (B)(6) 2010 ~ ongoing, cilostazol 200mg/day: (B)(6) 2010 ~, heparin 5,000u was administered intra-procedurally. Prior to implanting an enterprise vrd, launcher guide catheter (medtronic), prowler select plus microcatheter (606-s255fx/lot #unknown), chikai guidewire (asahi intecc) were utilized. Other devices utilized during the procedure were, echelon 10 microcatheter, chikai 14 guidewire (asahi intecc), orbit complex 6x9 coil (637cf0609), orbit complex 5x10 coil (638cf0510), orbit complex 4x3 coil (637mf0403), orbit complex 2.5x5 coil (637mf2555), ed/kaneka (total 9), gdc/stryker (total 2). No further information is available and procedural images are not available. This is one of multiple products involved with this adverse event, which is associated with mfg report 1058196-2012-00266, 1058196-2012-00267, 1058196-2012-00268, and 1058196-2012-00269. The product will not be returned for analysis, and additional information will be submitted within 30 days of receipt.